Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a pre-dilation balloon aortic valvulo plasty (bav) was performed. The medtronic guidewire was positioned simultaneously with the delivery catheter system (dcs) via the inline sheath to improve coaxial alignment in the horizontal aorta and the narrow annulus at a 70 degree angle. The guidewire tip was not reshaped, and the wire was not torqued or twisted. The dcs and guidewire were unable to advance through the tortuous external iliac artery. An 18 french non-mdt sheath was inserted; hypotension and cardiac tamponade due to left ventricular perforation were noted. Percutaneous cardiopulmonary support was initiated, and the perforation was repaired via thoracotomy. The physician attributed the perforation to difficult positioning of the guidewire into the apex through the horizontal aorta. The valve procedure resumed, and the valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that, as a result of the cerebral ischemia that developed during the cardiac arrest, the patient became unable to communicate although there was no problem with the cardiac function after the procedure. The patient was subsequently discharged from the hospital. If information is provided in the future, a supplemental report will be issued.